Event description:
A family reported ongoing issues with the t:slim pump, including incorrect date and time settings and unexpectedly rapid decreases in insulin reservoir levels. There was no adverse impact to the customer's blood glucose level. Despite attempts by customer technical support to follow up and resolve the issues, contact with the customer was not successful, and the case was closed after follow-up attempts were exhausted. The family indicated they would reach back for further assistance if needed.